Event description:
The pump was returned for investigation. Investigation revealed that the keypad was peeling/lifting along the left edge between the up arrow and contrast keypad buttons. The display screen was found to be dim, faded and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the keypad was peeling/lifting along the left edge between the up arrow and contrast keypad buttons. Testing confirmed all keypad buttons were responsive to button presses. The keypad cover was removed and no contamination found under the button contacts. The display screen was found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.